Event description:
It was reported by the patient that after the patient's stimulation was turned on, she experienced bizarre psychotic behavior. She said that she would think she was in places she was 20 years ago or think she was in europe. She reported that her device was disabled due to a surgery, but the physician chose not to turn it back on due to the psychotic behavior. The psychotic behavior ceased when the generator was disabled. She noted that she had bipolar disorder with manic and depressive episodes prior to being implanted with the vns. It was later indicated that the patient's psychotic behavior was a manic episode.